Manufacturer narrative:
B3 date of event was estimated based on aware date as the event date was not reported. G4: premarket / 510(k)# - k173824, k213593. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. An opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. The catheter got stuck on the wire, twisted and broke the wire.

Manufacturer narrative:
B3 date of event was estimated based on aware date as the event date was not reported. G4: premarket / 510(k)# - k173824, k213593. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The device was returned for analysis. Visual and microscopic inspection revealed that the sheath was kinked, and the guidewire was not return for analysis. The guidewire exit port, and the distal section of the tip were in good condition, with no signs of twisting around the imaging window. A test guidewire was inserted, and there was no indication of resistance when tracking the guidewire into the catheter.

Event description:
It was reported that a catheter issue occurred. An opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. The catheter got stuck on the wire, twisted and broke the wire.